Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormally heavy menstrual bleeding; and prolonged menstruation / abnormal menstruation / abnormal bleeding (menorrhagia)") and pelvic pain ("severe pelvic pain / pain") in a 35-year-old female patient who had essure (batch no. 503138) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included eustachian tube dysfunction, hearing loss, low back pain, numbness in leg (left), vaginitis, pap smear abnormal, ear disorder and dysfunctional uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping / lower abdominal pain") and abdominal pain ("abdomen pain"). The patient was treated with paracetamol (tylenol), surgery (underwent an endometrial ablation, during which the lining of her uterus was ablated on (B)(6) 2010) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, pelvic pain, dysmenorrhoea, abdominal pain lower, vaginal haemorrhage and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: physician advised plaintiff that, in light of her persistent symptoms he recommended that she have a total hysterectomy and bilateral salpingectomy to remove the essure micro-inserts. Unfortunately, however, plaintiff has not yet been able to undergo surgery to remove the essure. She continues to suffer from the symptoms outlined above. Current weight 177 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 14-aug-2018: essure model number change to essure 305, lot number, reporter added from pfs. Concomitant condition, historical drug added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormally heavy menstrual bleeding; and prolonged menstruation / abnormal menstruation / abnormal bleeding (menorrhagia)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In august 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain / pain"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain") and abdominal pain ("abdomen pain"). The patient was treated with paracetamol (tylenol) and surgery (underwent an endometrial ablation, during which the lining of her uterus was ablated on 2007). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, dysmenorrhoea, abdominal pain lower, vaginal haemorrhage and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: physician advised plaintiff that, in light of her persistent symptoms he recommended that she have a total hysterectomy and bilateral salpingectomy to remove the essure micro-inserts. Unfortunately, however, plaintiff has not yet been able to undergo surgery to remove the essure. She continues to suffer from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in november 2006: full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "abnormal bleeding (vaginal), abdomen pain" were added. Onset date of the event dysmenorrhea and abnormal bleeding (vaginal was added. Product implant date was updated. Treatment product tylenol and new reporter was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormally heavy menstrual bleeding; and prolonged menstruation / abnormal menstruation / abnormal bleeding (menorrhagia)") and pelvic pain ("severe pelvic pain / pain") in a 34-year-old female patient who had essure (batch no. 503138-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included eustachian tube dysfunction, hearing loss, low back pain, numbness in leg (left), vaginitis, pap smear abnormal, ear disorder and dysfunctional uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping / lower abdominal pain") and abdominal pain ("abdomen pain"). The patient was treated with paracetamol (tylenol) and surgery (total hysterectomy (uterus and cervix removed) and underwent an endometrial ablation, during which the lining of her uterus was ablated on (B)(6) 2010). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, abdominal pain lower, vaginal haemorrhage and abdominal pain had not resolved, the pelvic pain had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: physician advised plaintiff that, in light of her persistent symptoms he recommended that she have a total hysterectomy and bilateral salpingectomy to remove the essure micro-inserts. Unfortunately, however, plaintiff has not yet been able to undergo surgery to remove the essure. She continues to suffer from the symptoms outlined above. Current weight 177 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormally heavy menstrual bleeding; and prolonged menstruation / abnormal menstruation") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("abnormally severe menstrual pain") and abdominal pain lower ("severe abdominal cramping / lower abdominal pain"). The patient was treated with surgery (underwent an endometrial ablation, during which the lining of her uterus was ablated on 2007). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, dysmenorrhoea and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: physician advised plaintiff that, in light of her persistent symptoms he recommended that she have a total hysterectomy and bilateral salpingectomy to remove the essure micro-inserts. Unfortunately, however, plaintiff has not yet been able to undergo surgery to remove the essure. She continues to suffer from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.